Event description:
Pt reported experiencing elevated blood glucose (27.2 mmols). Pt indicated that she "changed everything, the cartridge, infusion set, and tubing, batteries and piston rod and adapter" and her blood glucose remained elevated. Pt indicated that she switched to her backup device I. Pt did not report receiving any medical assistance related to this issue.